Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been to the emergency room within the last month but does not remember date. Customer had blood glucose of 480 mg/dl and low blood glucose of 23 mg/dl. Customer had symptom of feeling sick. Customer was kept in the hospital for two days and after released, was called back on two occasions, but was not admitted. During troubleshooting, it was found that status screen was showing less insulin than what was in reservoir. It was also found that insulin pump was exposed to CT scan, x-rays, MRI, and ultrasound. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No motor error alarms noted. The motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The units left in reservoir matches units left on status screen during our testing. However, the insulin pump had cracked reservoir tube lip, minor scratches on the display window and cracked case near the display window corners noted during visual inspection.